Manufacturer narrative:
Inpen did pair to the commercial app. Inpen received with leadscrew fully retracted. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Inpen passed front cap investigation with test cartridge holder. In conclusion: deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Inpen received without original cartridge holder. Missing or physically damaged cartridge holder can affect insulin delivery. Inpen received with physically damaged dose knob. Physically damaged dose knobs can affect insulin delivery. No cap anomaly was noted. The customer concern of cap no longer staying attached could not be confirmed. Inpen received with no physical damage to injection foot. Therefore, the customer concern of injection foot being damaged could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the inpen cap came off/damage. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Customer reported broken/damaged inpen. Inpen replacement initiated. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-105nnpkna was requested and customer responded the device was returned.